Event description:
It was reported that during a laparoscopic hernia procedure, the surgeon was able to squeeze the handle, the clips were unable to load properly into the jaws. It was noted tissues became stuck to the devices when pulling, and the clip remained attached to the device, which tore the vessel after clipping in the three devices.

Manufacturer narrative:
D10 concomitant products: 133650, 133650 premium surgiclip iii 9.0 (lot# p5d1306) 134048, 134048 premium titanium s'clip l (lot# p4k0960). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.